Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal. Event history log review was not applicable. Functional testing was unable to replicate the reported issue; no issues were found with the device. The root cause was undetermined; electrical testing is not a test performed on cadd-solis devices. Preventive maintenance was performed and the dso seal replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed electrical testing due to excess patient leakage current. The event occurred during testing and calibration. There was unknown patient involvement and unknown patient harm.